Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. At this time, the root cause of the reported event could not be determined. It was reported that the device was not getting patient to target temperature. Targeted temperature (tt) was 36.5c, patient temperature (pt) was 35.5c rectal. Patient temperature (pt) was decreased from 35.9c over an hour ago, water temperature (wt) was 21.6c, water flow rate (wfr) was 1.5 l/m. Neonatal pads in use. Rewarm rate set to 0.2c/hr, but patient temperature (pt) has decreased since starting therapy over an hour ago and water temperature (wt) was 21.6c. System diagnostics, outlet monitor temperature (t1) was 23.8c, outlet control temperature (t2) was 24.4c, inlet temperature (t3) was 23.2c, chiller temperature (t4) was 4.9c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 46 percentage, mixing pump command (mpc) was 0, heater command (hc) was 97 percentage, water reservoir level (wrl) was 5, system hours were 95.4, pump hours were 64.3. Walked through draining 16 ounces of water from right drain port. Restarted therapy and water flow rate (wfr) was stabilized at 1.1 l/m. Called back 30 minutes later, they had just spoken with tm and increased rate to 0.5c/hr. Patient temperature (pt) was decreased to 35c. Advised to give new rewarm rate a full hour and see if patient temperature (pt) was increased per programming. Call back an hour later, patient temperature (pt) was had increased to 35.1c but therapy was discontinued per orders. Advised to send to biomed to have water level evaluated just to make sure there still wasn't an overfill. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions can be taken at this time. Correction: d: UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they trying to rewarm patient in normothermia using arctic sun device. Targeted temperature (tt) was 36.5c, patient temperature (pt) was 35.5c rectal. Patient temperature (pt) was decreased from 35.9c over an hour ago, water temperature (wt) was 21.6c, water flow rate (wfr) was 1.5 l/m. Neonatal pads in use. Rewarm rate set to 0.2c/hr, but patient temperature (pt) has decreased since starting therapy over an hour ago and water temperature (wt) was 21.6c. System diagnostics, outlet monitor temperature (t1) was 23.8c, outlet control temperature (t2) was 24.4c, inlet temperature (t3) was 23.2c, chiller temperature (t4) was 4.9c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 46 percentage, mixing pump command (mpc) was 0, heater command (hc) was 97 percentage, water reservoir level (wrl) was 5, system hours were 95.4, pump hours were 64.3. Walked through draining 16 ounces of water from right drain port. Restarted therapy and water flow rate (wfr) was stabilized at 1.1 l/m. Called back 30 minutes later, they had just spoken with tm and increased rate to 0.5c/hr. Patient temperature (pt) was decreased to 35c. Advised to give new rewarm rate a full hour and see if patient temperature (pt) was increased per programming. Call back an hour later, patient temperature (pt) was had increased to 35.1c but therapy was discontinued per orders. Advised to send to biomed to have water level evaluated just to make sure there still wasn't an overfill.

Event description:
It was reported that they trying to rewarm patient in normothermia using arctic sun device. Targeted temperature (tt) was 36.5c, patient temperature (pt) was 35.5c rectal. Patient temperature (pt) was decreased from 35.9c over an hour ago, water temperature (wt) was 21.6c, water flow rate (wfr) was 1.5 l/m. Neonatal pads in use. Rewarm rate set to 0.2c/hr, but patient temperature (pt) has decreased since starting therapy over an hour ago and water temperature (wt) was 21.6c. System diagnostics, outlet monitor temperature (t1) was 23.8c, outlet control temperature (t2) was 24.4c, inlet temperature (t3) was 23.2c, chiller temperature (t4) was 4.9c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 46 percentage, mixing pump command (mpc) was 0, heater command (hc) was 97 percentage, water reservoir level (wrl) was 5, system hours were 95.4, pump hours were 64.3. Walked through draining 16 ounces of water from right drain port. Restarted therapy and water flow rate (wfr) was stabilized at 1.1 l/m. Called back 30 minutes later, they had just spoken with tm and increased rate to 0.5c/hr. Patient temperature (pt) was decreased to 35c. Advised to give new rewarm rate a full hour and see if patient temperature (pt) was increased per programming. Call back an hour later, patient temperature (pt) was had increased to 35.1c but therapy was discontinued per orders. Advised to send to biomed to have water level evaluated just to make sure there still wasn't an overfill.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.